Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -10.50/2.5/086 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault and elevated iop. The exchange resolved the problem. Cause reported as unknown.